Event description:
An implantable cardioverter defibrillator (ICD) system was returned from an unknown source with no information. Additional information was received that the patient died almost 4 months following the implant of the ICD and 8 years following the implant of the right ventricular (rv) lead. The patient had been lost to follow up. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Product event summary: (B)(4). The proximal segment of the lead was returned. Visual analysis was performed and no anomalies were found. It was noted that through visual summary that there was apparent explant damage. (B)(4).